Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-feb-2019 with the following findings: on investigation, the pump powered on normally and did not demonstrate and issue with the vibratory feature of the pump. Investigation did not duplicate the alleged constant vibration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was reported that the pump was continuously vibrating and there was no explanation as to why. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.